Event description:
It was reported this balloon was used successfully during deployment of another MFR's stent in the iliac artery. Following the stent deployment, difficulties were encountered during withdrawal of the balloon catheter through the introducer sheath. Continual withdrawal attempts of the catheter through the 7fr introducer sheath against resistance were unsuccessul. The hub of the catheter was cut for removal of the sheath. An 8fr sheath was then advanced to facilitate successful withdrawal of the balloon catheter. No pt sequelae resulted from this event. The device has not been rec'd by this MFR. Therefore, no failure analysis is available. It was indicated this device was used for deployment of another MFR's stent which is not an indicated use of this device. The co believes this factor contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "no profile olbert catheter system products are recommended for percutaneous transluminal angioplasty of the iliac, femoral, popliteal and renal arteries; and for dialysis access fistulas; for percutaneous nephrostomy; for percutaneous transhepatic biliary tract stenosis and/or sphincter stenosis, and in conjunction with choledochojejunostomy performed with a roux-en-y; for transureteral and transurethral dilation of strictures in the urinary tract."